Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: there is a complaint entered that corresponds with this complaint. The end effector was failing causing the anspach motor to not lock in place when tightened down when breaking down the robot post op and removing the anspach from the end effector the hd long shaft separated into two pieces most likely do to the other issue. Surgical delay- = 15 minutes. Case type: pka. Cross reference complaint. Device evaluation and results: visual inspection: no observation of damage or handling issues with the attachment. Scratches on the exterior of the attachment are normal when used with the end effector. Dimensional inspection: not performed as the anspach hd long attachment is an OEM product. Material analysis: not performed as this device is an OEM product. Functional inspection: the attachment was connected to an anspach motor and pka end effector. A burr was connected and operated at 80000rpm. The attachment exhibited a loud high pitch sound synonymous with bearing failure. Device history review: device history records was not performed as the device is an OEM product. Complaint history review: a review of complaints in trackwise related to p/n 110920 or long-hd, s/n (B)(4), shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode of nonfunctional due to the separate components was not confirmed. During functional inspection, excessive noise from the attachment was confirmed. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
There is a complaint entered that corresponds with this complaint. The end effector was failing causing the anspach motor to not lock in place when tightened down when breaking down the robot post op and removing the anspach from the end effector the hd long shaft separated into two pieces most likely do to the other issue surgical delay- =15 minutes. Case type: pka. Cross reference complaint.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
There is a complaint entered that corresponds with this complaint. The end effector was failing causing the anspach motor to not lock in place when tightened down when breaking down the robot post op and removing the anspach from the end effector the hd long shaft separated into two pieces most likely do to the other issue surgical delay- =15 minutes. Case type: pka. Cross reference complaint.